Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's father reported, the patient experienced elevated blood glucose of 26 mmol/l (468 mg/dl) on (B) (6) 2010. The infusion device was in the stop mode, an e10 (cartridge) error was displayed on the infusion device at 9:35 pm. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.